Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The customer changed the cartridge, infusion set tubing and site multiple times. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.